Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular lead exhibited out of range pacing impedances greater than 2000 ohms. Noise was also reported but could not be reproduced. A revision procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Cuts in the insulation and damage in the insulation from laser extraction were noted. Calcified tissue was seen in a few places on the lead insulation and shocking coils. Residual calcification was noted on the lead's mesh tip. Resistance testing was completed on both segments with normal measurements observed. However, it was noted that the resistance was out of range when testing the calcified material. Although there was only residual calcification noted on the lead tip during analysis, it is thought that some may have broken off during the explant procedure, transportation, or cleaning. It is likely that the calcification built up on the lead tip and created a non-conductive barrier between the lead and the heart tissue, thereby increasing impedances.